Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist had laura unplug the cabinet for a couple of minutes, after which the drawer was working again.

Event description:
It was reported by the customer that a bd pyxis obs main ps v4.x 6dwr hslanendom drawer did not open. User called in while trying to issue a medication the drawer 02 did not open. Checking populate buttons the zone 02 was showing in yellow, meaning it was not recognized by the cabinet. Had laura unplug the cabinet for a couple minutes, after plugging back in and checking the zone it was back to normal. Hitting locate opened the drawer. Laura went back through the issue process and was able to get the medication out. There were no adverse events or injuries reported based on this incident.